Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the reservoir had leakage and multiple large bubbles were present along the tubing length. It was also mentioned that the drive support cap was normal. Blood glucose level was 311.4 mg/dl at the time of the incident and current is 243 mg/dl. The customer treated high blood glucose with pen. The insulin pump passed the high pressure test. The device will not be returned for analysis.